Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone with an unknown dose and concentration and bupivacaine with an unknown dose and concentration via an implantable pump for malignant pain and pancreatic cancer. It was reported on (B)(6) 2018 the patient's wife reported she was unable to arouse the patient since 8:45 that morning. The patient appeared to snore with a normal heart rate, but the patient did not move. At 17:20 on (B)(6) 2018 the home health nurse contacted the on call hcp and reported that emergency medical transportation (emt) transported the patient to the emergency department (ed) secondary to altered mentation and minimal responsiveness. The intrathecal (it) dose was increased by 24% on (B)(6) 2018. On (B)(6) 2018, a magnet was placed over the pump to suspend therapy. On (B)(6) 2018, the on-call hcp presented to the ed to adjust/reprogram the patient's pump (replaced the magnet as it had been removed to reprogram), as labs were negative for infection. Forty-five minutes later, the patient was responsive, but disoriented. On (B)(6) 2018, the magnet was removed, therapy was resumed, and the patient remained responsive. On (B)(6) 2018, a computed tomography (CT) scan, unknown if with or without contrast, was negative. On (B)(6) 2018 the it rate was decreased/pump reprogrammed again secondary to urinary retention identified by a bladder scan. It was noted that the patient passed on (B)(6) 2018 with hospice without following up in clinic. The event required in patient or prolonged hospitalization. The clinical diagnosis was it medication side effects. The outcome of the event was unresolved at time of death. Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. The status of the device was unknown. It was noted that the death was not related to device or therapy. The cause of the patient's death was due to pancreatic cancer. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (hydromorphone and bupivacaine) was related and the drug action that caused the event was an increased dose. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via clinical study indicated the patient was receiving hydromorphone 2mg/ml for a total dose of 1.2993mg/day and bupivacaine 30 mg/ml for a total dose of 19.489mg/day. No further complications were reported.